Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing manual ventilation. There is no report of patient involvement.